Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 300mm dissection. It was reported that during the index procedure the valiant captivia was placed in the target position and started deployment. The slider's rotation was heavy and difficult to turn. As the deployment progressed, the graft cover did not move, only the slider moved. Gradually, the slider became heavy and difficult to move, and the possibility of malfunction was considered. The graft cover had not moved at all. The device was removed and replaced with vamf3232c150tj, and the procedure was completed without any problems. Per the physician the cause of the event is undetermined. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: observations from the device received as is: kink on the strain relief. Delivery system had slight c shaped kink. No yielding or bunching or necking at the graft cover, everything appears normal. No areas on the gc where the stent graft may be digging into it measurements prior to deployment gc od o distal end of stent graft: 0.293, 90 degrees: 0.292, 90 degrees: 0.285 o mid stent graft: 0.288, 0.287 [90 degrees] o markup band: 0.293, 0.291 [90 degrees] after initiating deployment: 1. External slider travel distance: 30 mm graft cover movement (from tip): 8 mm stent stop is buckling (see image below) fabric length: 163mm 2. External slider travel distance: 65 mm graft cover movement (from tip): 8.5 mm fabric length: 162 mm 3. After holding tip and pulling back the slider with a lot of force external slider travel distance: 81 mm graft cover movement (from tip): 11 mm, fabric length: 162 mm 4. Handle clutched at: 81 mm (ext slider distance), 11.7 mm gc movement when the external slider was brought back to home position and the trigger was used to deploy you could see the force from the t-tube translate to the rest of the graft cover and this was evident by snaking. This made it clear that the graft cover was stuck over the stent graft towards the distal side of the graft cover. Since it was impossible to deploy the stent graft and the graft cover was stuck, it was decided to cut the graft cover at the distal end. At this time the graft cover movement from tip was 11 mm. The graft cover was cut from the distal end to a few mm proximal of ro marker band. The external slider was rotated and pulled after engaging the trigger, and the graft cover did not move, and the stent graft could not be deployed. The delivery system was opened to observe any anomalies with other components within the delivery system. The taper tip peek lumen was kinked in two locations. The vestamid section of the graft cover near the t-tube had necked. It is highly likely that both the kinking of the peek lumen and the necking were a result of the extremely high forces used to pull the external slider back to deploy the graft cover. Using a surgical knife the graft cover was further cut up to 43.55mm of the graft cover length. Another attempt was made to deploy the graft cover after cutting up to 43.55mm of its length, but the stent graft would not deploy. At this point, the middle member was held, the t-tube was pulled with very high force, and the whole stent graft sprung open and deployed. It was noted that the necking of the vestamid did apply drag forces over the end seal tube. This may have contributed to the overall high force required to deploy but it was also verified that pulling the graft cover did cause snaking that indicated that the forces were being transferred to the distal end confirming that there was very high friction at the distal end of the graft cover. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: device received with the external slider in the home position. The stent graft was still loaded on receipt of the device. A slight kink was evident to the graft cover over the stent graft. A gap of approximately 7mm was evident between the graft cover and taper tip. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.